Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient experienced a loss of therapy. It was indicated that therapy was working well but patient started to lose bladder control. Therapy was on but she was not feeling stimulation. She left the hospital on program 4 at 1.5v but now she was on program 2 at 3.8 v. On the day of report, she was instructed to increase amplitude but she was not feeling stim in correct area. Patient changed back to program 4 at 3.3 v but she could not feel stimulation. The event occurred within the last 24-36 hours. It was later, healthcare provider reported that they reviewed with patient how to use the patient programmer. They changed her settings and showed her how to change program. Patient had a test stimulator procedure done on (B)(6) 2016 and noticed greater than 50 percent of symptom reduction. Patient had full implanted on (B)(6) 2016.

Event description:
Additional information was received from the family member. The following event is considered a sudden change in therapy/symptoms. Patient has experienced a loss or change of therapy. Since the first of the month (or sooner), the patient has been getting up at night, adjusting the setting and switching programs, but it isn't improving. Patient doesn't feel stimulation and it was concluded that therapy was on. No emi, medical procedures, falls, or trauma are related to the issue. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). Programming guidance was also reviewed. It was suggested to stay on one program and adjust settings and keep track of the results before switching to a different program. Patient will follow up with their hcp if the problem doesn't resolve and has plans to follow-up with the doctor on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Event description:
Additional information received from the healthcare provider (hcp) indicated that they were not notified of the issue dated (B)(6) 2016. They stated that the patient had been doing well since (B)(6) 2016. The hcp noted that the spouse called patient services and decreased the settings. The patient was on program 4 and doing well. The stimulation output issues were resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.